Event description:
Ongoing problem with increased frequency when I was first put on the insulet corporations omnipod insulin pump it worked great I think in the first 100 units I may have had 3 to 4 failures but in the last 100 units I have received I have had more than a 15% failure rate of which I am not even thru 60 units yet so I suspect this may go much higher. When the unit fails all it tells me is that there was a pod alarm and gives an error code of 19-000-0000-00064 or sometimes 19-000-0000-00067. Insulet does replace the device when it fails but there is always a loss of medication due to the fact that once you fill the unit it cannot be recovered causing financial hardship at the user's expense due to faulty equipment.